Manufacturer narrative:
H3, h6: one twist dril for 1.7mm suture anchor was used for treatment but was not returned for evaluation. Per instruction for use ¿prior to use, inspect the device to ensure it is not damaged. Instructions for use contains precautionary statements and recommendations for proper use of product. This product is under review. The allegation was confirmed. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation but the condition was verified. Additional investigation by engineering resulted with initiation of a corrective action as a response to the situation.

Manufacturer narrative:
H10: one 72203855 twist drill for 1.7mm suture anchors used for treatment but was returned for evaluation. Per instruction for use ¿prior to use, inspect the device to ensure it is not damaged. Instructions for use contains precautionary statements and recommendations for proper use of product. This product is under review with regards to product overall length verification. The allegation was confirmed. Complaint history review indicated similar allegations for the lot number reported. Initial batch review did not indicate a condition, product or procedure failure that supported the allegation but the condition was subsequently verified.

Event description:
It was reported that, during a bankart (labrum) repair, the doctor drilled a first bone hole at 5 o'clock and put the 1st anchor in with no complications. Then, when drilling the second bone hole at 4 o'clock on the glenoid with the 1.7mm twist drill (s), they realized it was difficult to bottoming out the drill. Therefore, they took the drill out of the guide and realized that the drill they were using was actually an xl length drill bit. The procedure was successfully completed without delay using the correct drill bit from the same box. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.